Manufacturer narrative:
The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Complaints against the liberty not alarming are currently being investigated under ir 12-0006. Attached for reference are pages 32 through 34 of the instruction for use manual. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
(B)(6), general manager of (B)(6), reported to customer service on (B)(6) 2015 that a patient, mr. (B)(6), expired on (B)(6) 2015 while using the liberty device. The patients daughter claimed the device did not alarm and her father bled out. On (B)(6) 2015, (B)(6) from medical modalities contacted the patient's home health agency to verify billing. She spoke to a facility member (B)(6), whom stated mr. (B)(6) had expired on (B)(6) 2015. She stated that she was not the nurse but the patient's blood was too thin and he bled out. She then contacted the daughter, ms. (B)(6), of mr. (B)(6). She stated that her father expired on (B)(6) 2015. She stated that the npwt was still on her dad when the paramedics arrived. She also stated that her dad bled out around the wound site and that's why she kept the npwt. She stated no alarm went off while he bled out. (B)(6) then contacted (B)(6), gm. On (B)(6) 2015, (B)(6) from (B)(6) contacted medela customer service to report that a patient had expired while using the liberty npwt device. On (B)(6) 2015, a medela clinician, (B)(6), rn contacted (B)(6), the general manager at (B)(6) to get some additional information. (B)(6) stated that mr. (B)(6) primary diagnosis was pressure ulcer of sacral region, stage 4. (B)(6) stated that the liberty npwt was ordered on (B)(6) 2015 and delivered on (B)(6) "20105". On (B)(6) 2015, a medela clinician, (B)(4), rn contacted (B)(6), the contact representative, to obtain additional information. He provided the name of the home health contact person and agency for mr. (B)(6). On (B)(6) 2015, a medela clinician, (B)(4), rn contacted (B)(6), the office manager and (B)(6), one of the home health nurses at (B)(6) in (B)(6) to get additional information regarding the death of mr. (B)(6). She was told that the primary nurse for mr. (B)(6) was (B)(6), and that she was on vacation. (B)(6) was one of the home health nurses who was with (B)(6) the primary nurse, when they applied the liberty npwt device to the patient. (B)(6) was unable to provide additional information and requested we contact nancy his primary nurse on (B)(6) 2015. On (B)(6) 2015, a medela clinician, (B)(6), rn contacted the primary nurse (B)(6) from (B)(6) for additional information. (B)(6) stated that mr. (B)(6) primary diagnosis was quadriplegic, cervical root injury and muscle weakness he was receiving pt, ot and slp. (B)(6) stated that the patient was seen by his doctor on (B)(6) 2015 and was debrided in the wound clinic and then placed on the liberty npwt device on (B)(6) 2015. (B)(6) stated that she had used the npwt for a long time and was there when they delivered the pump. (B)(6) stated that his daughter and her were instructed on the use of the liberty device. Mr. (B)(6) was placed on the npwt device on (B)(6) 2015 in the afternoon and she left at 3:45pm. She stated that mr. (B)(6) was on coumadin for a history of ue dvt and that the patient had an inr drawn on (B)(6) 2015 and received new orders to stop coumadin until the next lab draw, which was on (B)(6) 2015. The patient's daughter contacted the primary nurse on (B)(6) 2015 at around 7:30am and said that the patient was cold. She called 911 and he died.